Event description:
The consumer reported out of focus near the distant vision, glare, halos, rays, pain in the eye and disturbed sleep. The patient indicated that his doctor's diagnosis was "twisted lens/not in proper position, hung up/binding on the side." The doctor implanted a ring to try to stabilize/reposition the lens. This report pertains to the patient's left eye. Additional information has been requested.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for eval. One retain sample from the same lot (7465409) was dimensionally inspected and all measurements were found to be within specifications. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information was received from the implanting physician indicating that z-syndrome was noticed and the 10 lens was subsequently repositioned with capsular tension ring (ctr). According to the physician there was no astigmatism after the lens was repositioned; however, the patient has major dysphotopsia symptoms as well as constant "fluttering or flickering" that worsens with eye movement.

Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Event description:
It was reported by the patient that a supportive ring was implanted which accomplished "nothing." After that, a piggyback lens was implanted, which did alleviate the flickering, but made the night vision problems worse. In addition, the patient had a yag procedure to try to alleviate haziness with marginal benefit.